Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal], extreme fatigue leading to burnout [fatigue extreme], extreme fatigue leading to burnout [burnout syndrome], muscle pain [muscle pain] , tenodn pain [tendon pain] , depression [depression] , general pain [general body pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 02-dec-2024. The most recent information was received on 11-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") and fatigue ("extreme fatigue leading to burnout") in a 58-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 and gravida ii. On (B)(6) 2009, the patient had essure inserted. In 2015 she experienced fatigue (seriousness criterion disability), burnout syndrome ("extreme fatigue leading to burnout"), myalgia ("muscle pain"), tendon pain ("tenodn pain"), depression ("depression") and pain ("general pain"). On (B)(6) 2024 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total hysterectomy). At the time of the report, the fatigue, burnout syndrome, depression and pain had not resolved. The outcomes for myalgia and tendon pain were unknown. No causality assessment was received for essure with regard to fatigue, burnout syndrome, myalgia, tendon pain, depression, pain or medical device removal. The reporter commented: 58-year-old female patient, 2 pregnancies, 2 deliveries (2 vaginal delivery), who had essure implants fitted in 2009. Request for removal of implants performance of abdominal x-ray without contrast looking at 2 implants viewed in place. After discussion with the patient on the different surgical options, the joint decision was taken for a total inter-ovarian hysterectomy by the vaginal route. I learned, by chance, at the beginning of 2024 of the possible impact of essure implants on health. Since 2015 no cause has been found for my condition women with these implants should at least be warned in the interest of monitoring. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] (date unknown): looking at 2 implants viewed in place. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-dec-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4) medical device removal [medical device removal], extreme fatigue leading to burnout [fatigue extreme] , extreme fatigue leading to burnout [burnout syndrome] , muscle pain [muscle pain] , tenodn pain [tendon pain] , depression [depression] , general pain [general body pain] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 02-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") and fatigue ("extreme fatigue leading to burnout") in a 58-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 and gravida ii. On (B)(6) 2009, the patient had essure inserted. In 2015 she experienced fatigue (seriousness criterion disability), burnout syndrome ("extreme fatigue leading to burnout"), myalgia ("muscle pain"), tendon pain ("tenodn pain"), depression ("depression") and pain ("general pain"). On (B)(6) 2024 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total hysterectomy). At the time of the report, the fatigue, burnout syndrome, depression and pain had not resolved. The outcomes for myalgia and tendon pain were unknown. No causality assessment was received for essure with regard to fatigue, burnout syndrome, myalgia, tendon pain, depression, pain or medical device removal. The reporter commented: 58-year-old female patient, 2 pregnancies, 2 deliveries (2 vaginal delivery), who had essure implants fitted in 2009. Request for removal of implants performance of abdominal x-ray without contrast looking at 2 implants viewed in place. After discussion with the patient on the different surgical options, the joint decision was taken for a total inter-ovarian hysterectomy by the vaginal route. I learned, by chance, at the beginning of 2024 of the possible impact of essure implants on health. Since 2015 no cause has been found for my condition women with these implants should at least be warned in the interest of monitoring. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] (date unknown): looking at 2 implants viewed in place. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.